Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable was broken at the distal idlers. Idler pulley spun freely and was not damaged. The cable segment stuck out at the instrument's wrist. Other cables at the wrist are not damaged. An additional observation not reported was indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci supracervical hysterectomy procedure, a broken wire was identified on a pk dissecting forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.